Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that "while using the serial dilator, the red sleeve was advanced into the patient. The internal stop failed and the red sleeve went into the patients stomach. The patient was transferred to endoscopy where the sleeve was removed using grasping forceps and a scope." No additional information reported.

Manufacturer narrative:
The device history record for the reported lot number, aa5166r01, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance.halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).